Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Device had unresponsive esc, act and down buttons due to corroded keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had button error. Customer¿s blood glucose level was 190 mg/dl at the time of incident. Customer stated that buttons ere not responding. Customer stated that when error goes off the pump freeze the screen. Troubleshooting was performed for keypad anomaly. The insulin pump will be returned for analysis.